Manufacturer narrative:
The abbott specialist determined that the cause of the incorrectly released results by the aliniq ams was due to human error when the wrong configurations were performed during an assay verification phase. To address the scenario the tests were disabled in the aliniq ams automation monitor. Additionally, the resolution was to undo the implemented change in the driver parameter and properly configure the ¿assay availability¿ in the instrument transmission settings. A review of tracking and trending of the aliniq found no additional complaints related to the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation no systemic issue or deficiency with the aliniq ams was identified. After further review, section h6 component code was updated from (B)(6).

Event description:
The customer reported that during aliniq ams configuration by abbott, 379 iron and hdl results were released incorrectly before verification and lims build was completed. All the assays were disabled in the ams automation as required to prevent results from being generated in a live state. However, an ams specialist enabled the assays on (B)(6) 2023, and the customer found the results were then being released to patient charts and re-disenabled them on (B)(6) 2023. The patient results that were released did not have reference ranges applied to them and 79 of the results were not flagged for low iron. No impact to patient management was reported.

Event description:
The customer reported that during aliniq ams configuration by abbott, 379 iron and hdl results were released incorrectly before verification and lims build was completed. All the assays were disabled in the ams automation as required to prevent results from being generated in a live state. However, an ams specialist enabled the assays on (B)(6) 2023, and the customer found the results were then being released to patient charts and re-disenabled them on (B)(6) 2023. The patient results that were released did not have reference ranges applied to them and 79 of the results were not flagged for low iron. No impact to patient management was reported.